Manufacturer narrative:
Approximate age of device: one year, 10 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported there were pump off alarms which caused the patient to change their controller at home, resulting in a driveline fault alarm. There were multiple pump stoppages and the driveline faults appear to have matured into a short to shield. After the controller change, there were more pump stoppages and low speed operations while the patient was connected to the power module. Log file analysis showed the driveline fault that occurred after the controller change was triggered by the same percutaneous lead phase as the original log file before controller change. This analysis also showed yellow wrench advisories which indicated a driveline fault. A hmii distal end repair could not be performed due to an internally broken black wire and the patient underwent a pump exchange.

Manufacturer narrative:
Section d4, h4: additional information. Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas confirmed internal driveline (dl) wire damage that could have contributed to the reported event. The heartmate ii lvas was returned assembled with the driveline (dl) cut approximately 8.5" from the pump housing, approximately 5¿ of the internal portion of the dl was also returned, and the remaining 24¿ of the distal portion of the dl was also returned. The inflow conduit (inlet tube, flex section, and inlet elbow), the outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned connected to the pumps outlet port. Evaluation of the outflow elbow revealed no evidence of depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(4) also revealed no evidence of developed depositions or developed thrombus formations. The disassembled pumps bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. However, the examination of the 5¿ section of the dl revealed that the black wire was completely open approximately 0.5¿ from the distal end. The observed wire damage appeared to be the result of abrasion against the braided shield due to repetitive flexing. Analysis of the submitted log files also revealed multiple driveline fault alarms and yellow wrench advisories beginning on (B)(6) 2018. Multiple motor stop and low-speed events were later recorded on (B)(6) 2018 while the patient was connected to the power module. If the exposed conductors of the black wire contacted the braided shield while operating on a tethered power source (such as the power module), the resulting electrical short to ground could have caused in the pump stop events captured in the submitted log file based on previous complaint experience, the captured events appear consistent with the confirmed driveline damage. The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on the duration of use and movement/flexing over time. Additionally, these documents outline all system controller alarms as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.